Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse washed the ion selective electrodes (ise) and primed the system. The cse replaced the sample-dilution probe, chloride electrode, ise standard and buffer, and torque joints. The cse also changed the instrument firmware to version 2.22. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.